Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain pelvic chronic') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy (mar 1999), cesarean section, myomectomy and salpingectomy partial (right side). Previously administered products included for an unreported indication: metrogel. Concurrent conditions included fibroids, menses painful, painful urination, cramp in lower abdomen, pelvic adhesions and cyst ovary. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) and paracetamol (tylenol). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 1 day after insertion of essure (ess205). In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and depression ("psychological or psychiatric problems: depression"). On (B)(6) 2004, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2004, the patient experienced alopecia ("hair loss"). In (B)(6) 2005, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced migraine ("migraines/headaches"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia(heavy menstural bleeding)"). The patient was treated with surgery (ablation and sapingectomy (one side removal), hysterectomy (full), oophorectomy). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, allergy to metals and menorrhagia had resolved and the depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date: (B)(6) 2004, (B)(6) 2004, (B)(6) 2004. Right salpingectomy done post ectopic pregnancy in 1999. Essure on left side only left salpingectomy done on (B)(6) 2005 and hysterectomy on (B)(6) 2012. Fallopian tube ¿ with two metallic coils, one inside the tube and one outside adherent to the wall. Plaintiff received treatment for dysmenorrhea, dyspareunia, gen abnormal; bleeding, menorrhagia, migraine, fatigue, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2004: unilateral occlusion - left tube occluded. Imaging procedure - on (B)(6) 2004: bilateral occlusion. Pathology test - on (B)(6) 2005: fallopian tube ¿ with two metallic coils, one inside the tube and one outside adherent to the wall./ left tube and essure coil ¿ fallopian tube with fimbriated end measuring 6 cm long x 0.6 cm in diameter. On the surface of tube, a coil is present and attached near the fimbriated end and near the middle of the tube. It measures 3 cm long x 0.2 cm in diameter. On sectioning, a similar wire is present in the lumen of the tube. Ultrasound pelvis - on (B)(6) 2005: 11 mm fibroid. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: dysmenorrhoea, pelvic pain, migraine. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Reporters information updated . Event: menorrhagia, abdominal pain were added. Event outcome were updated to recovered:dysmenorrhea, dyspareunia, gen abnormal; bleeding, menorrhagia, migraine, fatigue, hair loss. Lab data were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain pelvic') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy ((B)(6) 1999), cesarean section, myomectomy and salpingectomy partial (right side). Previously administered products included for an unreported indication: metrogel. Concurrent conditions included fibroids, menses painful, painful urination, cramp in lower abdomen, pelvic adhesions and cyst ovary. Concomitant products included oxycodone hydrochloride; paracetamol (percocet) and paracetamol (tylenol). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 1 day after insertion of essure (ess205). In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and depression ("psychological or psychiatric problems: depression"). On (B)(6) 2004, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2004, the patient experienced alopecia ("hair loss"). In (B)(6) 2005, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced migraine ("migraines/headaches"). The patient was treated with surgery (ablation and sapingectomy (one side removal), hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and alopecia had resolved and the dyspareunia, fatigue, migraine, allergy to metals and depression outcome was unknown. The reporter considered allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date: (B)(6) 2004, (B)(6) 2004, (B)(6) 2004. Right salpingectomy done post ectopic pregnancy in 1999. Essure on left side only left salpingectomy done on (B)(6) 2005 and hysterectomy on (B)(6) 2012. Fallopian tube with two metallic coils, one inside the tube and one outside adherent to the wall. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2004: unilateral occlusion left tube occluded. Pathology test on (B)(6) 2005: fallopian tube with two metallic coils, one inside the tube and one outside adherent to the wall. Left tube and essure coil fallopian tube with fimbriated end measuring 6 cm long x 0.6 cm in diameter. On the surface of tube, a coil is present and attached near the fimbriated end and near the middle of the tube. It measures 3 cm long x 0.2 cm in diameter. On sectioning, a similar wire is present in the lumen of the tube.. Ultrasound pelvis on (B)(6) 2005: 11 mm fibroid. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: dysmenorrhoea, pelvic pain, migraine. Most recent follow-up information incorporated above includes: on 30-jul-2019: plaintiff fact sheet and medical records received : incident category updated. Event ¿injury¿ was replaced with events given in the sd. Events added-genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, allergy to metals, pelvic pain, depression. Outcome of events ¿genital haemorrhage, dysmenorrhoea, alopecia , pelvic pain¿ updated to ¿recovered / resolved¿. Severity of pelvic pain updated. Event onset dates updated. Removal date updated. Removal date updated. Concomitant and historical products added. Lab details added. Medical history and concurrent condition added. Patient details, reporter information, product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain pelvic chronic/pain/pain') and genital haemorrhage ('abnormal bleeding (general)/bleeding/abnormal bleeding') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy ((B)(6) 1999), cesarean section, myomectomy, salpingectomy partial (right side), thyroid disorder and scar. Previously administered products included for an unreported indication: metrogel. Concurrent conditions included fibroids, menses painful, painful urination, cramp in lower abdomen, pelvic adhesions and cyst ovary. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) and paracetamol (tylenol). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 1 day after insertion of essure (ess205). In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and depression ("psychological or psychiatric problems: depression"). On (B)(6) 2004, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)/cramps"). In (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2004, the patient experienced alopecia ("hair loss"). In (B)(6) 2005, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced migraine ("migraines/headaches"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia(heavy "menstrual" bleeding)") and fallopian tube disorder ("essure device made the left fallopian tube black"). The patient was treated with surgery (ablation and salpingectomy (one side removal), hysterectomy (full), oophorectomy). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, allergy to metals and menorrhagia had resolved and the depression, abdominal pain and fallopian tube disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fallopian tube disorder, fatigue, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date: (B)(6) 2004. Right salpingectomy done post ectopic pregnancy in 1999. Essure on left side only left salpingectomy done on (B)(6) 2005 and hysterectomy on (B)(6) 2012. Fallopian tube ¿ with two metallic coils, one inside the tube and one outside adherent to the wall. Plaintiff received treatment for dysmenorrhea, dyspareunia, gen abnormal; bleeding, menorrhagia, migraine, fatigue, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2004: unilateral occlusion - left tube occluded. Imaging procedure - on (B)(6) 2004: bilateral occlusion. Pathology test - on (B)(6) 2005: fallopian tube ¿ with two metallic coils, one inside the tube and one outside adherent to the wall./ left tube and essure coil ¿ fallopian tube with fimbriated end measuring 6 cm long x 0.6 cm in diameter. On the surface of tube, a coil is present and attached near the fimbriated end and near the middle of the tube. It measures 3 cm long x 0.2 cm in diameter. On sectioning, a similar wire is present in the lumen of the tube.. Ultrasound pelvis - on (B)(6) 2005: 11 mm fibroid. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: dysmenorrhoea, pelvic pain, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received. New event 'essure device made the left fallopian tube black' was added. Patient's medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.